Manufacturer narrative:
Inspected 1 random opened/used guardian sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used os 08/30/2017.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 146 mg/dl and sensor glucose was 109 mg/dl and 40 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.

Manufacturer narrative:
The information related to date of event has been updated. The updated information has been included with this report in.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.